Event description:
Per sales rep, the screw 12mm snapped off. The surgeon got the head and shaft out.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Per sales rep the screw 12mm snapped off. The surgeon got the head and shaft out.

Manufacturer narrative:
The microscopic and macroscopic investigation results showed that one mmf screws was broken in forced rupture as a result of too high torsional forces being applied during insertion. The fractured surfaces showed the typical flow structures of ductile torsional breakage. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material or manufacturing related issue.